Event description:
It was reported that during the implant procedure, once lead was implanted in patient, the physician could not extend the helix. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal connector of the lead was extrinsically damaged, visual summary analysis of the lead indicated damage at implant. Lead received with the helix fully retracted and the is-1 pin bent. Damaged pin prevents the helix from extending/ retracting.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).